Event description:
Customer reports waking up with low blood glucose symptoms at 12:21. She was treated with oral glucose and result on the aviva system was 45 mg/dl. Customer was then treated with a "sugar" soft drink; result at 01:33 was 51 mg/dl. Customer re-tested at 01:54 with result of 61 mg/dl and 125 mg/dl at 02:00 on the aviva system. Low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.